Event description:
A male with a previous history of renal disease, cerebrovascular disease, ischemic cardiac disease, and hypertension, underwent initial aaa repair in 2007. The pt's anatomical form was suitable for endovascular repair. The procedure was conducted as labeled. A proximal type I endoleak was noted. The physician attempted to place another MFR's stent at the site but it could not be delivered so the physician then stopped the procedure and took a wait-and-see approach. As of 2008, the endoleak was considered to have been resolved. Approx seven months prior, the aneurysm was noted to have grown by 6mm although it was unk if an endoleak was present as no angiography was performed. In 2008, the size of the aneurysm was noted unchanged and the case was continuously put under wait-and-see approach as it was considered as a high risk case. As required, an additional endovascular treatment will be performed in 2009.

Manufacturer narrative:
Lot-unk as not provided by reporter. Product-unk as not provided by reporter. Expiration-unk as lot is unk. The development of the zenith device successfully completed all verification and validation activities showing the device meets the design requirements and that the design requirements meet the needs of the user. Each device is shipped with instructions for use (IFU) listing the indications for use, contraindications, warnings, precautions, and the correct deployment procedure. Regarding endoleaks, the IFU lists important factors/warnings that, if followed, could reduce the likelihood of an endoleak occurring: anatomical criteria, vessel tortuosity, calcification, accurate placement of graft, proper ballooning sites within the stent graft. Additionally, the IFU emphasizes the importance of routine pt f/u. Pts with specific clinical findings, such as endoleaks, should receive enhanced f/u, which appears to have been followed in this case. The device remains implanted and no images were provided to assist in this investigation. At this time, there is no evidence to suggest the device was not manufactured to specification. Without images or additional info, we are unable to determine with certainty, the exact cause of the endoleak. However, we have notified the appropriate individuals and we will continue to monitor for similar events.